Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709, lot# l74638, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that the patient was extremely lethargic and they wanted the pump turned off. They did not have access to a programmer, so they needed a manufacturer representative paged. The pump was adjusted on tuesday, and the patient¿s symptoms started on the date of the report. The reporter stated the patient was completely out of it. The patient was admitted to the critical care unit. It was noted the patient had a lot going on and they suspected the patient was septic and had an infection. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.